Manufacturer narrative:
(B)(4).

Event description:
It was reported that telemetry issues occurred. The antenna locator (al) was used to resolve the telemetry state. Use of the al resulted in a por being displayed on the recharger which then led to a normal recharging screen. Refer to MFR report#: 3004209178-2011-06716.